Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt was not able to retain charge in ipg for more than 4 days. The pt¿s ipg was explanted on (B)(6) 2009 and returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs. And no anomalies were found. Using last-used pt parameters downloaded, the charge interval calculator indicates that a 4-day charge interval is to be expected. The ipg accepts a full charge. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.